Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set failures event on 02-feb-2026 due to which the patient faced hyperglycemia and diabetic ketoacidosis event. The patient reported bleeding at infusion set insertion site.the infusion set was in use for 5 minutes. The patient went to emergency room and got hospitalized on (B)(6) 2026.the duration of emergency room stay was for 9 hours. The blood glucose level was 539 mg/dl and got treated with intravenous fluids and insulin drip. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.